Event description:
It was reported that the vns patient passed away due to a massive seizure in her home. The funeral home would not provide the location of the device. Attempts to obtain additional relevant information have been unsuccessful to date.